Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient presented to the hospital after a stroke and upon device interrogation, the device was found to be at end of life (eol). A disk analysis was performed which indicated the device was exhibiting premature battery depletion. The device was found to have a shortened elective replacement indicator to eol time. The device remains in service. No adverse patient effects were reported.